Manufacturer narrative:
H6 - final device analysis results reveal - broken weld(s) at bond wire pad(s). This device is in the affected serial number range for the kinetra broken wire bond recall.

Event description:
The implantable neurostimulator was explanted due to a sudden "no telemetry state" with power on reset. The device was explanted in 2006 after 39 months implant duration. The device was not getting telemetry and was suddenly experiencing power on reset. The settings at the time of explant were 2.6 volts at 130 hertz and 60 micro second pulse width. The device was explanted and returned to the manufacturer for analysis. There was no reported injury. The patient status is reported as fine.